Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited auto mode switch episodes due to noise reversion. The lead noise was relatively consistent amplitude and frequency that resembled myopotential oversensing. The noise could be reproduced with isometrics. No additional information was reported.